Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing, however device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was 147 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated customer reports the time clock does not advance. Customer is calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.